Event description:
The customer reported being hospitalized due to low blood glucose of 20mg/dl. The customer stated that she had stopped eating as she is attempting to loose weight. Troubleshooting was performed, and found that the caller has not been on the insulin pump for the past eighteen months. The caller stated that the device has been without power since she was disconnected, and her doctor has reverted back to manual injections. The priming technique and programming were correct. The reservoir was showing the same amount of insulin as shown on the status screen. Assisted the customer to run a displacement test and passed. The customer stated that the insulin pump was not exposed to a high magnetic field. The customer stated that she was in coma for six days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.